Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The loading unit was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device had incomplete staple line distally. Another new device was used to secure additional shot to fix it. No patient injury has been noted.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device had incomplete staple line distally. No patient injury has been noted.